Manufacturer narrative:
The ipg serial number is included in a field advisory. Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product functionality or integrity. The product was approved for use. The DHR anomaly is not related to the alleged device complaint. Functional testing found the ipg exhibited no telemetry and no output. The unit was cut open for further analysis which revealed an electrolyte material leak from the ipg battery. Inspection of the battery revealed weld cracks on the marked and unmarked side. A CAPA has been initiated to investigate the root cause of the battery leak. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt's ipg was unable to communicate with the charger or programmer, and the pt subsequently lost stimulation. A replacement charger and programmer were unsuccessful at resolving the issue. The pt stated that he recharged the ipg (B)(6). The physician decided to explant and replace the pt's ipg on (B)(6) 2011. No further pt complications were reported.